Event description:
Nurse injected prefilled syringe of lovenox to patient, enabled the safety device which failed and the needle fell out of the syringe and to the floor. The nurse picked the needle up off the floor and as was placing it in the sharps container it slipped and stuck the nurse through the glove on the left thumb. Blood did seep from the site. Nurse was seen in the ER, baseline hiv, hep c and hep b labs were drawn on the source patient and the employee. Additional information obtained from the site: it was injected subcutaneously. There was an audible click, the nurse said it was like it over activated and then fell apart.